Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. A review of the device history record could not be performed as the device information was not reported. Therefore a conclusive root cause could not be determined and the reported event could not be confirmed. The reported event could be attributed to: hose connector damaged or broken during use, tourniquet cuff incompatible with devices and accessories, wrong size tourniquet cuff used or improper connection to pump. The instructions for use state: - do not exert excessive pressure during placement of catheter if unknown resistance is encountered. - do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. - avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. -avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened. Device discarded by facility.

Event description:
It was reported that the device would not inflate. There was no patient injury, medical intervention, and extended procedure time reported was minimal.